Event description:
Tech alleged that the trendelenburg level will not work on the bed. No pt impact.

Manufacturer narrative:
The tech found the trendelenburg valve seat is stuck. The tech replaced the trendelenburg valve to resolve the issue.